Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approximately 62 months ago. Aneurysm and vessel morphology at the time of implant were not reported. A recent CT demonstrated that there was disease progression with aortic neck dilatation. It was reported that there was stent graft migration with type I endoleak with aneurysm enlargement. A talent cuff was implanted 24 months post initial implant. It was reported 38 months later, there was type iii endoleak between the bifurcated stent graft and the talent aortic cuff. (Mdr2953200-2009-01083) the physician elected to repair the type iii endoleak with placement of an aortic-uni-iliac device (another manufacturer's) occluding the left iliac limb of the previous aneurx stent graft, starting at the right external iliac artery and performed a right to left femoral to femoral bypass successfully resolved the migration and the endoleak. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
Eval results: migration, endoleak. Disease progression with aortic neck dilatation. Conclusion: disease progression with aortic neck dilatation. Other, secondary intervention.